Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer (fse) identified a read and write error during recovery. Hta tests were performed on all cubies, which revealed several bad cubies. The fse worked with customer to identify the bad pockets, after which the medications were unloaded from the faulty pockets and reloaded into good pockets. The bad pockets were removed from the full-height drawer, medications were properly reloaded, and multiple tests were conducted. The unit was confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and message stated that read, write and invalid cubie error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.